Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the monopolar curved scissors instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mcs tip cover accessory for the monopolar curved scissors instrument could not be fully advanced to cover the orange portion of the instrument. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors was analyzed, and the findings did not replicate nor confirm the customer reported event. Visual inspections external and internal, manual articulation of inputs, intuitive motion, cut test, and tip cover assembly ¿ passed. The instrument was tested on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The instrument also passed the electrical continuity test. The instrument was fully functional. No product issue was found. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues. The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned instrument revealed no issues related to the customer reported issue.

Event description:
Refer to h11 for follow-up information.